Manufacturer narrative:
The customer declined ge service. No repair information available. Primary UDI number corrected.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
This supplemental report #2 for MDR 9710602-2024-00520 is being submitted to correct the supplemental report #1 MDR that incorrectly indicated the report was a 5-day report in block g6. Block g6 has been corrected to note the supplemental MDR should not have indicated the report was a 5-day MDR.